Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software product ID: hh9020tdd, serial# (B)(6), product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal medication via an implantable pump for non-malignant pain. The hcp reported that they were trying to complete the pump refill and they were having issues with the controller for the past few months. The hcp stated the controller would retrieve the pump settings and then it would stop at 90%. The hcp stated they had done it several times and updated the communicator. Agent walked hcp through clearing the data storage on the handset. The hcp then had the patient connect the controller to the pump and they were able to deliver the bolus without a delay. The troubleshooting steps that were taken on the call resolved the issue.